Manufacturer narrative:
The updated lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted.

Manufacturer narrative:
The device was not returned for evaluation. A video was received in which the tubing break can be seen; however, without the benefit of analyzing the device, quality cannot confirm any observations and cannot comment on the root cause of the tubing break. If the device becomes available, or additional information is received, quality will re-evaluate this complaint in accordance with procedures.

Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to available information, this device required replacement due to a tubing break. The break was at the cylinder. No other adverse patient effects were reported.